Event description:
It was observed that during the device evaluation, the air/water nozzle of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water nozzle of the colonovideoscope had foreign material. A root cause could not be identified. There was no report on the subject device being used in procedure after the suggested event was reviewed. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in cf-xz1200l/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-xz1200l/I series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor complaints for this device.